Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing that resulted in post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed a this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. Patient was stable and will continue to be monitored.